Event description:
Drug/diluent: ropivacaine 0.2 percent. Fill volume: 550ml. Flow rate: 2ml. Procedure: shoulder surgery. Cathplace: interscalene nerve block. Patient was discharged home with pump with safe set at 2ml. Patient was hitting the bolus button every 60 minutes for relief. On thursday, the pump would not depress and the orange indicator button was in the lower most position. Patient started feeling nauseous and the pump was clamped. Date of surgery (B)(6) at 2:30pm.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.